Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. She cannot clear the alarm because the buttons are unresponsive. Customer's blood glucose is 218 mg/dl. She was not able to treat for dinner. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.